Event description:
It was reported that "the patient has been carrying a midline catheter since (B)(6) 2025. On (B)(6) 2025, a call was received from the nursing assistant staff. Upon evaluating the device, it was confirmed that the catheter was properly stabilized with a transparent dressing and showed no displacement. However, leakage was observed at the insertion site during irrigation of the white lumen, and there was no blood return through the catheter. "Pdp." Reported that the guidewire was bent and presented resistance when attempting to advance it; another identical unit was used." There was no patient harm or injury. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2025-01006 and 9680794-2025-01043.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The complaint of leaking from the insertion site was confirmed by the video. When the proximal extension line was being flushed, a leak from the insertion site was noted. No damage to the catheter could be observed in the video; however, a complete visual inspection to determine the cause of the leak could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over-pressurizing an occluded or partially occluded catheter." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the patient has been carrying a midline catheter since on (B)(6) 2025. On (B)(6) 2025, a call was received from the nursing assistant staff. Upon evaluating the device, it was confirmed that the catheter was properly stabilized with a transparent dressing and showed no displacement. However, leakage was observed at the insertion site during irrigation of the white lumen, and there was no blood return through the catheter. "Pdp." Reported that the guidewire was bent and presented resistance when attempting to advance it; another identical unit was used." There was no patient harm or injury. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2025-01006 and 9680794-2025-01043.